Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through medwatch report 0039-0111-2019-0002 that during a burr hole procedure, the drill did not stop automatically and went into the dura. No patient impact reported. Upon follow up, it was confirmed that there was no patient injury. There were no additional or unplanned actions/intervention used to complete the surgery except for computerized tomography (ctscan) which is a part of the post surgery procedure for the patient. No delay was also reported. The patient was discharged and in good condition. It was also reported that a perforator was used in the procedure and no additional information was provided on the model or serial number. No additional information has been provided about product return of the pm700 or perforator device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that ad03 perforator was used with the pm700. Information about product return is currently being requested.